Manufacturer narrative:
Eval summary: the customer's reported condition of fail code 810:04 was not confirmed. A field corrective action has been initiated.

Event description:
The facility reported and infusion pump witha failure code 810:04. Information was not provided regarding whether or not the failure occurred during an infusion. The hostpial representative stated there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information is known.